Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2018 with the following findings: review of the black box data did not reveal any evidence of cs075 alarm. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On investigation, ez-prime¿ steps were performed correctly, no ¿cs075¿ alarm or any error, alarm or warning occurred during the investigation. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 270 mg/dl with polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. This combination of blood glucose level and symptoms does not meet animas¿ criteria for a reportable adverse event. Therefore, no patient harm is being reporting. The reporter alleged a call service alarm (075) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.